Event description:
It was reported that the device was overheating during a case at the user facility. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: d9, h3, h6. Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
It was reported that the device was overheating during a case at the user facility. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.